Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: splenic artery embolization for bleeding. Product was prepped and microcatheter was flushed. As coil was being advanced, it was noted that the coil had a gritty feel. Coil was removed and physician flushed microcatheter again. Coil was re-advanced but a similar feeling was noted. Decision was made to remove coil. As coil was being removed, scrub tech felt that coil had detached from pusher wire. Upon removing sheath introducer, about 4cm of coil was hanging out of hub of microcatheter. Coil was removed. According to the scrub tech, she felt the coil detach while trying to withdraw it through the microcatheter and back into the coil introducer. After it detached and they removed the coil introducer from the hub of the microcatheter, it was noticed that "4-5cm" of the coil was inside the coil introducer. No patient injury reported.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
The investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller on the pusher heater coil was observed. Further inspection found the pusher exhibited kinks at the distal section. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.